Event description:
On 4/15/95 pt had a laparoscopic appendectomy. Due to free air in abdomen following a laparoscopic cholecystectomy on 4/6/95, pt collapsed on 4/16/95 and was returned to the hosp. Returned to or for laparotomy and found bleeding at staple line on mesoappendix.